Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system power went down prior to a surgical procedure. The system power was recovered after a reboot. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. There were several components replaced: power supply, power distribution printed circuit board (pcb), IV pole sensory, and host module. The system was tested and found to meet product specifications. The system was manufactured on september 21, 2006. Based on qa assessment, the product met specifications at the time of release. The company representative replaced multiple components related to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).